Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the ventilator had a faulty battery. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
Date of report: 09/21/2018. Date of manufacturer: 09/21/2018. The field service engineer (fse) evaluated the device and verified the reported condition. A relevant error code was found in the diagnostic log. The fse replaced the battery to address the issue. The ventilator passed all test and operated within the manufacturing specifications.